Event description:
Olympus was informed that during a laparoscopic assisted vaginal hysterectomy (lavh), the teflon pad on the upper jaw melted and came loose. The device was being used to cut the uterine pedicles. The procedure was completed with a different but similar device. There was no report of patient injury.

Manufacturer narrative:
The device evaluation was able to confirm the user's experience. The teflon pad was deformed and lifting away from the jaw. The subject device was tested using an esg-400/usg-400 and no problem was found. The device was forwarded to the original equipment manufacturer for further investigation. If additional and significant information becomes available at a later time, this report will be supplemental.